Event description:
During an acl and meniscal repair it was reported that the fast-fix would not deploy. A back-up device was used to complete the procedure. No patient injury or complications took place.

Manufacturer narrative:
One fast fix 360 reverse curve needle delivery system was returned for evaluation. No ts or suture was returned for evaluation. The actuator is in its post t2 deployment position indicating a complete deployment. The fast fix 360 reverse was functionally tested for proper actuator advancement and cycling and was found to function as intended. The reported issue of t2 non-deployment cannot be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with these product lots during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is necessary at this time. (B)(4).